Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to duplicate the issue, however they removed and replaced the vision side cart (vsc) endoscope controller (ec). The system was tested and verified for use. Isi received the ec involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to replicate the customer reported complaint. The ec was installed and tested in the printed circuit assembly (pca) test system. The system started up with a good image in both eyes. 10x power cycles were ran with the part, and all passed. The ec remained in the test system for 4 hours while testing other boards, and it performed with no issue, there was no loss of image.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced left eye faults for two endoscopes, and were going to get a third endoscope; however, the surgeon wanted to swap out the vision side cart (vsc) as they believed that was the issue. An intuitive surgical, inc. (Isi) technical service engineer (tse) requested the customer to call back. There was no reported patient injury or harm. Isi followed up with the reporter and obtained the following additional information: the nurse informed the reported issue occurred during a paraoesophageal hernia repair procedure. At the beginning of the system startup, the nurse informed they did notice a left eye error message and did not think that it would affect the system. When they plugged in the endoscope, the left eye error message continued, and found they did not have the 3d view option. It was stated that during the call with intuitive support, the tse recommended they switch to a third endoscope and power the system down; however, the nurse informed they had already completed those steps with no resolve. The nurse confirmed they switched over to another vision side cart (vsc) to continue the case. A delay of 35 minutes was experienced due to the vsc replacement. No fragments fell into the patient. The customer was able to continue the procedure with the second vsc. The nurse confirmed the procedure was completed robotically with no patient injury or harm.